Event description:
It was reported to philips that the wireless footswitch would not connect nor charge. The device was in use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was in clinical use. Per the information collected, the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. The connection was re-established and the connection failure in the wireless footswitch has been resolved with a software update. Upon troubleshooting fse checked the system and identified that the lights on the foot pedal in send that the foot pedal was tilt. Fse disconnected and reconnected the battery of the foot pedal. After reconnecting the battery, the system was returned to use in good working order. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.